Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the hi-pot test. The cause was a shorted pulse wire inside the cable running from the distribution node (dn) to the front te. The root cause of the failed hi-pot test was excessive force on the cable, causing the cable to pull from the grommet. This caused the shrink tubing to expose and short the pulse wire inside the dn. No adverse event resulted from the defective pulse wire. The last patient to use this electrode belt did not report any problems.